Event description:
During the acl revision knee surgery, reporter was ready to prepare the bone- tendon-bone allograft sent from cryolife. The bag was filled with bloody fluid. It appeared the most inner sterile bag had a small puncture hole and was leaking into the 2nd sterile bag. User facility called cryolife who advised them not to proceed because they could not guarantee the contents of the inner bag if the seal was broken. Surgery was halted.